Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensors are giving inaccurate readings. He stated that when the sensor glucose reading was 90 mg/dl, the blood glucose reading was 230 mg/dl. At the time of the call the blood glucose reading was 116 mg/dl and the sensor glucose reading was 147 mg/dl. It was determined that customer was not following proper procedure as he was using the enlite sensors with a revel insulin pump. Nothing further was reported.